Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: customer reported that smoflipids were running for 9hrs when it no longer would flow despite multiple attempts.

Manufacturer narrative:
Investigation summary: one sample was returned and investigated under pr 5474859. For that investigation, one used sample (model #2202-0007) was returned for investigation. It was reported that the tubing was clogged. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime within a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review could not be performed on model 2202-0007 because a lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: customer reported that smoflipids were running for 9hrs when it no longer would flow despite multiple attempts.